Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day before yesterday or yesterday, the patient (pt) saw error code 2098 and then today saw error code 2703. Agent reviewed oor, reviewed reasons for oor and noted the pt is still receiving some stimulation but should have system evaluated. The caller noted that in 2023 the impedance of c/0 was showing 3584ohms but that pair was avoided. The caller did note that the pt's settings are high, pt running double monopolar with 120usec 185hz. Rep states the patient is getting an error code 2098 and 2703 on their handset. They are not sure when this began. Tss reviewed possible por. Rep plans to call the patient.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of the oor message was unknown. Rep spoke with patient to troubleshoot MRI settings and patient was unable to enter into MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.